Manufacturer narrative:
As the lot numbers for the two malfunctions were not provided, a lot history review could not be performed. Out of the two reported malfunctions, the devices were not returned to the manufacturer for evaluation; therefore, the investigations are inconclusive due to no sample return. The definitive root cause is unknown. The devices are labeled for single use. (Product catalog no: unknown atlas).

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model at75144 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from various sources. Of the two reported material ruptures, both involved a patient with no patient consequences one patient was female. All other patient information was not provided.